Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5149706, UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 582735, UDI: (B)(4). Product family: scs-ipg-pc: upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 202606, UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances due to migration. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted device components were discarded.